Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [500 mcg/ml] at a dose of 204 mcg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported on (B)(6) 2018 that a "permanent pump stall" occurred. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated as troubleshooting performed and the pump was replaced. No symptoms were reported. At the time of the report the issue was resolved and the patient status was "alive - no injury." It was indicated that the pump would be returned. No further complications were reported or anticipated.